Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device discarded. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces and /or improper assembly when connecting to the handpiece.

Event description:
On 09/24/2021 it was reported by a sales representative via sems that an ar-8550obt oval burr, will not detach from the shaver hand piece. Ts: physical.